Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and filter detached and a detached strut migrated to left pulmonary artery. The device was removed percutaneously. It was further reported that the detached filter foot remained in extravascular soft tissue; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, ra abdomen series with chest 1 view showed that the filter was present. On the next day, computed tomography of abdomen and pelvis with nonionic contrast showed that an inferior vena cava filter had been deployed and it was reported that the patient had a history of abdominal pain. After three weeks, one view abdomen showed that there was an inferior vena cava filter present. After one-year, computed tomography of abdomen and pelvis with contrast showed that there was an inferior vena cava filter. After six years and eleven months, filter removal procedure was performed. Real-time ultrasound guidance was used to puncture the right internal jugular vein. Multiple spot images of the filter were performed. Rotational cavography was then performed. The filter was then dissected free of the wall of the inferior vena cava using endobronchial forceps in the jaws of life technique. It was removed successfully. Post removal cavogram was performed. The sheath was then removed, and hemostasis was gained by manual compression. Next, attention was turned to the known embolized filter fragment. Real-time ultrasound guidance was used to puncture the right common femoral vein. A catheter was advanced to the left pulmonary artery and digital subtraction arteriography performed. Superselective catheterization of the greater than third order left upper lobe pulmonary artery contained the fragment was performed and further diagnostic arteriography carried out. A loop snare was used to remove the fragment. Post removal arteriography was performed. The sheath was removed, and hemostasis gained by manual compression. Tip embedded g2 inferior vena cava filter with otherwise normal inferior vena cava, no clot in filter. The filter was inspected and found to be removed in its entirety, nothing that it was in 2 pieces. After removal, one of the feet was retained in the extravascular soft tissues. Successful complex filter removal using jaws of life technique and removal of embolized pulmonary artery filter fragment. Gross description demonstrated that it consisted of an inferior vena cava filter. The rodlike base measured 0.5 cm long × 0.1 cm in diameter, 4 legs were attached, 3 legs measured 3.8 cm on by less than 0.1 cm in diameter with hooked end. And the remaining leg measured 3.7 cm long with pointing end. Also attached to the base were 5 arms all measured 3.0 cm long by less than 0.1 cm in diameter. Also submitted separately in the container was a distorted wire fragment measured 3.0 cm long by less than 0.1 cm in diameter, that might be a detached arm. Attached to the device were 0.4 × 0.1 × 0.1 cm in aggregate pink-tan soft tissue fragments. No additional wire fragments identified in the container. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and filter detached and a detached strut migrated to left pulmonary artery. The device was removed percutaneously. It was further reported that the detached filter foot remained in extravascular soft tissue; however, the current status of the patient is unknown.